Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip could not release from the catheter. It was also noted that the control wire was broken. Reportedly, the physician pulled off the clip by force, and the clip detached from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on october 21, 2019. It was reported that the correct anatomy location was colon.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip could not release from the catheter. It was also noted that the control wire was broken. Reportedly, the physician pulled off the clip by force, and the clip detached from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating the device had been fully deployed. It was also noted that the device returned with the over sheath. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip could not release from the catheter. It was also noted that the control wire was broken. Reportedly, the physician pulled off the clip by force, and the clip detached from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on october 21, 2019. It was reported that the correct anatomy location was colon.